Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited telemetry/interrogation issues. This crt-p was subsequently explanted and replaced. This crt-p has been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This crt-p was thoroughly inspected and analyzed upon receipt. Communication to the device could not be established via the latitude programmer, however there was no safety mode pacing observed on the oscilloscope. The device was cut open and internal visual inspection was normal. The battery was removed and replaced with an external power source and analysis showed no component failure.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited telemetry/interrogation issues. This crt-p was subsequently explanted and replaced. This crt-p has been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.